Event description:
Event description cpi received information that this bipolar endocardial lead was removed due to oversensing and inappropriate therapy. A new endotak lead was implanted. The lead is reported due to cpi's analysis results.